Event description:
The physician used a cook endoscopy web extraction basket during a stone extraction procedure. Difficulty was encountered when attempting to remove the stone from the duct. After attempts to manually fracture the stone were unsuccessful, a soehendra lithrotripsy cable and handle were used to attempt mechanical lithotripsy. Due to the consistency of the stone, the basket wires became impacted with the basket. This resulted in basket wire fragmentation. Forceps were used to remove the impacted basket wires from the stone, allowing the basket to be removed from the patient. Surgery was not required and an injury to the patient was not reported. We were unable to confirm the report as it was described because the affected device was not returned for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusion: we were unable to conclusively determine a cause for this reported observation because the device was not returned for evaluation. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state we can reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. The information provided indicated the stone became impacted with the basket. Stone impaction is listed in the web extraction basket instructions for use as a potential complication.the contraindications listed in the instructions for use include an ampulary opening inadequate to allow for the umimpeded passage of the stone and basket. The instructions for use for the web extraction basket caution the user that if difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary.the instructions for use for the sohendra lithotriptor cable caution the user that due to variance in biliary stone composition, mechanical fracture of the stone may be possible. If the stone cannot be fractured, continued rotation of the handle might cause basket fragmentation, resulting in the need for surgical intervention. The instructions for use of the soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention.corrective action:no corrective action warranted at this time because this report was unable to be verified and may be related to patient condition. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.